Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited multiple high out of range pacing impedance measurements of greater than 3000 ohms. Oversensing of myopotentials and a failure to pace were also observed with the ra lead. The ra lead was reprogrammed and the patient will continue to be monitored. The ra lead remains in service and there were no adverse patient effects reported.